Event description:
After the trocar was inserted, the safety shield did not return to the "on" position. Subsequent laparoscopy showed bleeding, which then necessitated a laparotomy to be performed. A perforated mesenteric artery and small intestine were identified. On initial examination, impaired advancement of the safety shield was observed by the surgical staff. This observation was not reproducible in a follow-up evaluation by biomedical engineering.